Manufacturer narrative:
The device was received and an evaluation is complete. This evaluation included a visual assessment as well as functional testing. The device failed testing due to a false downstream occlusion message during fluid pressure testing which was reproduced at baxter medina. The cause was identified to be a failed downstream tubing guide which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump device at baxter (B)(6), it falsely alarmed downstream occlusion during downstream occlusion testing. No additional information is available.